Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant (right) and a 575cc mentor memorygel breast implant (left) experienced bilateral ptosis and left sided baker grade iii capsular contracture post procedure. The left implant was sitting high. As a result, unilateral explant and replacement of the left implant was performed on (B)(6) 2022. See 1645337-2022-04591 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9563113 number on april 26, 2022, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).